Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca). After plain old balloon angioplasty was performed, a 3.50x28mm promus element plus stent was selected and advanced; however the device was unable to cross the lesion. The stent was pushed forcibly but it was still unable to cross the lesion. When the device was removed from the patient, the stent was found to be lifted. The physician elected to stop using this device to avoid the dislodgement of the stent. The procedure was completed with a 3.5x28mm non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified no kinks or damage along the entire length of the shaft. However, an examination of the crimped stent identified that struts in the mid body of the stent were raised and misaligned on three rows. No other issues were noted with the device. An examination of the tip section of the device identified no damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca). After plain old balloon angioplasty was performed, a 3.50x28mm promus element plus stent was selected and advanced; however the device was unable to cross the lesion. The stent was pushed forcibly but it was still unable to cross the lesion. When the device was removed from the patient, the stent was found to be lifted. The physician elected to stop using this device to avoid the dislodgement of the stent. The procedure was completed with a 3.5x28mm non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).